Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons sometimes were sticky and unresponsive and had motor errors. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test unable to perform functional testing including the displacement, operating currents, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to no button response. However, keypad flattened button dome switch (creased) was found on bolus, esc, act, up and down. The motor was tested outside of the device and passed. Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).